Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the patient was taken into surgery on (B)(6) 2025. Upon opening the pump pocket, approximately 30cc of clear fluid poured out. There was no sign of an infectious process. The catheter was found securely connected to the pump, and it aspirated freely from the side port. No evidence of a catheter leak was seen. The pump reservoir volume was also checked and was consistent with the expected volume. It was noted that whether a pocket fill was done at some point versus a pump fill was unclear. So, during the procedure, the pump was resecured in the pocket and the patient was to follow-up with their managing physician. The telemetry report was sent to the managing physician, and all of the above information was passed along. The issue was noted to be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 0.962 mg/day via an implantable pump. It was reported that the patient experienced sudden symptom return and withdrawal symptoms. Patient mentioned her pump flips and she resolves it by flipping it back. Pump decreased from morphine 4.2mg per day to 1 mg, patient admitted for supplemental pain control and withdrawal management. Surgical intervention had been planned and scheduled for (B)(6). The issue had yet resolved at the time of this report.